Event description:
This lead was explanted for an unknown reason at an unknown location. Calls to the local representative were unsuccessful. On (B)(6) 2014, a medtronic epicardial lead was implanted. Medtronic also did not have information on this patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.